Manufacturer narrative:
Follow-up #1 date of submission 01/13/2016-product analysis: the device was returned and evaluated by product analysis on 12/29/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s history revealed no abnormal pump behavior or power issue. The total daily dose history was appropriate for the user programmed settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose that day was 560 mg/dl with no signs or symptoms of hyperglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's settings were not recently changed. During troubleshooting, a power loss issue was alleged. The reporter was unable or unwilling to perform troubleshooting. This complaint is being reported because the alleged serious health event was attributed to an alleged pump malfunction.